Manufacturer narrative:
B5: post-op, the patients distance and near vision is not clear at all times with significant glare at night time. The patient finds it hard to tolerate. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethinicity: unk. Race: unk. Date of event: unk. If implanted, give date: unk. If explanted, five date : unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.50/+2.0/091 (sphere/cylinder/axis), into the patients left eye (os). The lens was reported as having rotated and remained implanted. Additional information has been requested but none has been forthcoming.